Event description:
During ivtm therapy setup, the thermogard ivtm system (sn (B)(4)) was leaking liquid and the pump lid is broken. Per reporter, it was noted that the main fuse in the intensive care department short-circuit. Another thermogard console was used to continue with ivtm therapy without delay. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Thermogard ivtm system (serial #(B)(4)) was evaluated at customer site. The reported complaint of the thermogard ivtm system was leaking fluid was confirmed during visual inspection. The root cause of the reported complaint was due to a missing drip pan, likely attributed to user mishandling. To remedy the leak issue, the drip pan was replaced. The secondary complaint of a broken pump lid was confirmed during visual inspection. The root cause of the reported complaint was likely due to user mishandling. To remedy the physical damaged issue, the pump lid was replaced. During initial functional testing, the thermogard functions properly without any fault or error. Following service repair, the thermogard ivtm system passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).